Event description:
The customer reported that while the unit was in use on a pt, the unit's display malfunctioned (the screen was "irregular with vertical lines"). The unit continued to assist the pt. The pt was switched to another unit and therapy was continued. No pt injury was reported.